Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507645 ra lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was not sensing. It was also noted that the right ventricular (rv) lead experienced a drop in r wave amplitude. Both lead remain in use. No patient complications have been reported as a result of this event.